Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this insertable cardiac monitor (icm) was migrating and appeared to be coming out of the skin a couple of months after the implant procedure. The skin was smooth before and after some time a bump was felt were the icm was. Nonetheless, the issue has gotten better. The device remains in service at this point. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction of the h6: patient codes field. This investigation will be updated should further pertinent information be provided. No device issues are indicated based on available information. The complaint device was not returned to bsc therefore product analysis could not be performed. The primary reported observation is addressed in product labeling. Therefore, well-understood factors likely contributed to the event. The "known inherent risk of device" conclusion code was selected.

Event description:
It was reported that this insertable cardiac monitor (icm) was migrating and appeared to be coming out of the skin a couple of months after the implant procedure. The skin was smooth before and after some time a bump was felt were the icm was. Nonetheless, the issue has gotten better. The device remains in service at this point. No additional adverse patient effects were reported.